Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed, immediate load procedure was performed and biomechanical overload has occurred.